Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the preparations for a routine upgrade procedure, a shock impedance measurement less than 20 ohms was noted on the competitor right ventricular (rv) lead. As a result, the lead was surgically abandoned and the upgrade procedure was completed as scheduled. No adverse patient effects were reported.